Event description:
It was reported that patient underwent initial total knee arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to pain caused by a poorly fitting implant; however, no revision procedure has been reported to date.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as revision was due to patient anatomy.

Event description:
It was reported that patient underwent initial total knee arthroplasty on an unknown date. Subsequently, patient will be revised due to need for custom implant to accommodate history of poliomyelitis and no functioning quadriceps.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
It was reported that patient has a need for custom implant to accommodate history of poliomyelitis and no functioning quadriceps. This is an initial procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown ; device information - unknown; date implanted - unknown; initial reporter address - unknown; PMA/510(k) number - unknown ; manufacture date ¿ unknown.